Event description:
It was reported that the pulse generator exhibited backup vvi. The device remained implanted. On (B)(6) it was confirmed that the device has resumed normal function.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.